Event description:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypoaesthesia ("numbness in face"), pain ("aches/soreness (unspecified)"), dyspareunia ("painful intercourse"), migraine ("severe migraine"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), cardiovascular disorder ("circulation issues"), menstruation irregular ("irregular menstrual bleeding"), fatigue ("fatigue") and swelling ("swelling (unspecified)"). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, hypoaesthesia, pain, dyspareunia, migraine, arthralgia, feeling abnormal, cardiovascular disorder, menstruation irregular, fatigue and swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, cardiovascular disorder, dyspareunia, fatigue, feeling abnormal, hypoaesthesia, menstruation irregular, migraine, pain, pelvic pain and swelling with essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.